Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. However, based on the information provided, the unsatisfactory experience could be confirmed. The clinical/medical investigation concluded that the provided intraoperative video appears to support the complaint; however, it does not provide insight into the root cause of the inadequately seated insert. The concomitant devices are currently unknown. The surgical technique does detail insert implantation and provides a compatibility/interchangeability chart. No further patient impact is anticipated since the procedure was reportedly completed using a smith + nephew backup device and no patient injury was reported as a consequence of the reported issue and subsequent surgical extension. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected or insertion technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during thr surgery, the gnsii con ins sz3-4 11mm was not locked to the medical device despite the intervention of the experienced team. The procedure was resumed, after a significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.